Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned test strips were measured with the returned meter with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
The customer's test strips were received for investigation and were tested with a retention meter using quality control materials. Testing results (qc range 3.2 - 4.0 inr): qc 1: 3.5 inr. Qc 2: 3.6 inr. Qc 3: 3.6 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of multiple occurrences where the inr results for 1 patient from a coagucheck xs meter compared to an unknown laboratory method were discrepant. At 5:36 pm the meter result was 5.1 inr. Approximately 1 hour later the laboratory result was 3.87 inr. At 5:22 pm on (B)(6) 2018 the meter result was 5.3 inr. Approximately 30 minutes later the laboratory result was over 4.0 inr, the exact value was not provided. At 8:59 am on (B)(6) 2018 the meter result was 4.2 inr. Approximately 20 minutes later the laboratory result was 3.2 inr. The patient's therapeutic range is 3.0 - 3.5 inr. There was no allegation of an adverse event. The patient's hematocrit was unknown. The customer's meter and test strips were requested for further investigation. Relevant retention test strips (lot 330463) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.